Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular lead port needed repair, the output connector assembly was broken. It was additionally noted that the display wire insulation was pinched but the insulation was not compromised, the main seal was pinched and that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular lead port on the external pulse generator needed repair. The generator was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.